Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event "chipped lens glue" was caused due to component failure. However, a definitive root cause for corroded distal end could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope distal end had a chipped lens glue and was corroded. There was no patient involvement.